Event description:
The line was placed in 2007, and removed three months later. During one treatment, the nurse was unable to draw or infuse, an x-ray was completed which found that the line had broken and approx 12 cm had migrated to the right atrium.

Manufacturer narrative:
The complaint was confirmed, and the damage is user related. The catheter fractured between the 10 and 11 cm depth marks as a result of complications related to pinch-off. The fractured ends of the tubing remained compressed and exhibited an elliptical shape. These characteristics are attributable to mechanical compression within the costoclavicular region. The product IFU states that catheters, which are "placed percutaneously or through a cut-down, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even severance of the catheter." A chr of lot# reqk0227 showed no other similar product complaint(s) from this lot.